Manufacturer narrative:
(B)(4). This report was previously submitted under report number: 0001822565-2017-07844. The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use, as well as medial side fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.